Event description:
It was reported that the lead exhibited 6 episodes of high ventricular rates all caused by noise. The patient stated the episodes occured while he was at the gym. The noise could be reproduced with isometrics.